Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The customer tests qc every six hours. The qc failed, which prompted the customer to repeat all samples. Data was provided for two patient samples. Sample 1 initial sodium result was 158 mmol/l, and the repeat result was 141 mmol/l. Sample 2 initial sodium result was 154 mmol/l, and the repeat result from a different cobas ise pro analyzer was 139 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was gdc76 with an expiration date of 26-jan-2027. The field service engineer found there was a damaged ise sipper assembly and a scratched dilution cup. He replaced the suspect part and performed system verification with successful prime of the flow path, air purges, mechanical checks, and passing results for both calibration and quality control. The investigation determined that the service actions resolved the issue.